Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. Old battery was disposed of at the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2025 prior to the date the manufacturer became aware.